Event description:
It was reported that there was a crack in the front case of the device. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, lt/rt handle, barrel clamp, tube drive, sleeve drive, wiper seal, lock label, rt iui and lower housing. Plunger gripper recall completed. Performed calibration. A review of the device history record showed the device had a manufacture date of 02/24/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn14321528 was performed which confirmed that this device was/was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to damage/cracked of the case front - pca. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that there was a crack in the front case of the device. There was no patient involvement.